Manufacturer narrative:
The pad-pak was first installed successfully on the 13th february 2009 and performed to specification up to the 27th december 2009. The device failed multiple self-tests due to a low battery between january 2010 and june 2011. Multiple manual power ups of mainly ten minutes duration were recorded between the 13th august 2014 and the 1st september 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The low temperatures recorded at the time of the low battery fails would have contributed to the low battery fails. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.